Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose and insulin pump was under delivering. Blood glucose level was 22.3 mmol/l. The customer did not report symptoms as a result of high blood glucose level. Customer was treated with insulin pump for high blood glucose. Drive support cap was normal. The customer stated that insulin pump had no delivery alarm and insulin exited. The device will not be returned for analysis.